Event description:
It was reported the dependent patient was experiencing palpitations and shortness of breath and presented to the clinician. The clinician discerned the patient¿s device was in back-up vvi. A device download was performed and the device was programmed back to its original settings. The patient was stable after the reprogramming and will be monitored normally.